Event description:
Incident occurred during surgery a im long femoral rod broke inside the patient's tibia leaving a piece of rod that was unable to be retrieved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.